Manufacturer narrative:
(B)(4). Concomitant devices - continuum cks knee modular stemmed tibial plate size 2 catalog #: 00588202002 lot #: 96108574, continuum cks knee tibial stem extension 35mm x 12mm catalog #: 00588435012 lot #: 96107920, continuum cks ps primary tibial insert size 2 12mm catalog #: 00587402212 lot #: 95113245. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2023-01218, 0001822565-2023-01219, 0001822565-2023-01220. H3 other text : investigation incomplete.

Event description:
It was reported that the patient is scheduled to undergo a knee arthroplasty revision due to unknown reasons. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code - proposed code is mechanical g4-femur. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.